Event description:
It was reported that, during the registration process in a cori assisted tka surgery, the surgeon was mapping the distal femur, when the system unexpectedly shut down. The blue manual/character reading the manual appeared on the small screen on the front of the real intelligence cori. They turned the power switch off on the back of the console, unplugged the system from the boom-mounted red power strip, and plugged directly into the red power outlet along the wall. They then turned the system on and found the original case, and selected "resume". The system did not prompt them to resume from the previous spot or start over. Rather, it promoted them to select the bur and proceed with drill assembly. After advancing through these steps, the software prompted them to collect the checkpoints, followed by ankle center, as if they had not completed any of the steps prior. After this point, the remainder of the case was completed without error. The procedure was completed with the same device without significant delays. The patient was not harmed as a consequence of this problem.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Section h3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The software files were downloaded from the device and provided for investigation. The screenshots confirm the case was exited and then re-entered right before femur free collection. The log files were reviewed by software engineering and confirmed this shutdown to be an occurrence of a known software bug that has been fixed and released on cori-v1.5. The case data will only save after free collection has been taken. Therefore, repeating the case registration steps after re-entering the case is necessary. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.